Event description:
Patient having arthroscopic knee surgery. It was noted during procedure that the insulation on the serfas handpiece become damaged-appeared. Insulation became frayed and metal tip was damaged. Handpiece was removed from knee and examined and sequestered. New handpiece (different lot) opened. What appeared to be metal ¿fragments¿ were visible in the knee joint. Copious irrigation did not remove the fragments. Surgeon decided to leave fragments in knee. Left knee arthrofibrosis.

Manufacturer narrative:
The ¿damaged heat shrink¿ condition could not be confirmed since the affected unit was not returned for evaluation. The probable root causes for the reported condition can be associated, but are not limited to: non-conforming component; according to the device history record review, the lot was manufactured according to specifications. Poor assembly process; risk reduction measures and controls are currently in place at the manufacturing line to capture any possible insulation related condition, through 200% visual inspection of all serfas energy probes. Both procedure states that the manufacturing associate must perform a visual inspection for any damage, broken, stained and or excessive amount of glue present in the ceramic, electrode, insulation and lumen of the serfas energy probes. The probe is delivered inside a blister in which the unit is snapped in place, and the blister is placed inside a box, which provides the required protection to prevent any damage to the probe after manufacturing and packaging. In the case the probe is delivered to the customer with any damage on the tip or insulation, according to the user instruction, the unit must be discarded before use. Misuse; the probe is delivered inside a blister in which the unit is snapped in place, and the blister is placed inside a box, which provides the required protection to prevent any damage to the probe after manufacturing and packaging. In the case the probe is delivered to the customer with any damage on the tip or insulation, the unit must be discarded before use. In addition to the previously mentioned possible root causes for insulation damage, an increased temperature in the joint space caused by insufficient suction, can also lead to insulation damage. Poor suction can be related to the following: clogging; inadequate hospital suction; bad connection to hospital suction line; leak; pinch clamp left closed; probe bender use to bend non-bendable probe; user related;  none of the other possible contributors for poor suction can be ruled out.   As part of the investigation process, previous complaint history review revealed that the most probable root cause for similar cases reported is user related, as the evidence obtained during the returned unit¿s evaluations revealed that the units were either: used as a tool for the mechanical displacement of tissue or bone (or another instrument), or use the probe as a prying or scrubbing tool, which may result in damage to the tip of the probe as well as the insulation surrounding the tip. Inserted or removed with excessive force through and obstructed passageway, which may also result in product damage. Therefore, based on the information provided, current manufacturing inspection process and controls, risk management report, and root cause analysis for previous similar complaints reported; a possible user related possible contributor cannot be ruled out. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
Patient having arthroscopic knee surgery. It was noted during procedure that the insulation on the serfas handpiece become damaged-appeared. Insulation became frayed and metal tip was damaged. Handpiece was removed from knee and examined and sequestered. New handpiece (different lot) opened. What appeared to be metal "fragments" were visible in the knee joint. Copious irrigation did not remove the fragments. Surgeon decided to leave fragments in knee. Left knee arthrofibrosis.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.